Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to suboptimal performance with the baha attract system. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on (B)(6) 2025, was filed inadvertently. The device was explanted due to technology upgrade and is not considered reportable.